Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was alleged that the ok keypad button was under responsive. The keypad cover was allegedly peeling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 06/10/2014-device evaluation: the pump has been returned and evaluated by product analysis on 06/04/2014 with the following results:a visual inspection of the pump showed that the keypad cover was peeling at the ok keypad button. During testing, the up arrow and down arrow keypad buttons were intermittently unresponsive. Evidence of contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. The battery compartment was cracked.